Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of connection occurred. It was determined that the loss of connection was related to the mobile application. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the app crashed. The reported event of loss of connection is reportable based on the finding of the app crashed. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred.the product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A (B)(4) bluetooth device pairing test was performed and passed. A review of the share logs was performed and a loss of connection was found within the investigation window. The allegation was confirmed. The probable cause was the app crashed. No injury or medical intervention was reported.